Event description:
The pt had a 9fr. Sheath in place with a single lumen infusion catheter (slic) through it. The pt was mobile and brushed their hand over the area of the sheath and stylet. In doing so caused the obturator portion to come out of slic and fall on the floor. The pt rang bell to alert personnel that he was weak. The pt suffered an air embolus but was treated with no further complications. Info from the user indicated that the obturator wasn't tightened properly.